Manufacturer narrative:
K142688 - 510 k number. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle was working perfectly okay till it was used for the final needling (4 passes were done successfully prior and biopsy attained), in which the needle could not be retracted inside the sheath although the handle was pushed and pulled. There were damage to the eus scope and patient is safe. Did a section of the device remain inside the patient¿s body? No. Did the patient require any additional procedures due to this occurrence? No. If yes, did the product cause or contribute to the need for additional procedures? No. According to the initial reporter, did the patient experience any adverse effects due to this occurrence? No. Has the initial reporter stated that the product caused or contributed to the adverse effects? No. For complaints occurring during use (once in contact with endoscope), also ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No any kink/bend reported. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Peri pancreatic lymph node, puncture via gastric. Please describe the size of the intended target site. Approx 2cm. What is the endoscope manufacturer and model number that was used with this device? Olympus linear eus scope. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Slightly flexed. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 4. Did any section of the device detach inside the patient? No. Was the needle fully retracted when the device was removed from the patient? No. If not, with the device in question, how was the procedure performed and/or finished? They didn't use any other device from cook or other brand to complete the procedure. According to dr (B)(6), the biopsy yield were suffice and they didn't want to trauma the patient further.

Manufacturer narrative:
K142688 - 510 k number. Device evaluation. 1 unit of lot c1539866 of echo-hd-19-c was returned opened not in its original packaging. Clarification was requested as follows; ¿also as per the snippet below the complaint description states that there was damage to the eus scope. Would you mind please confirming if this is correct and if so, what type of damage?¿ reply was received as follows; ¿I just checked with (B)(6) just now, and he confirmed no any damage on the eus scope. He suspected prior that it would have damaged the scope having said that the needle was protruding and not able to be retrieved back into the sheath¿ lab evaluation. The device involved in the complaint was evaluated in the laboratory on 12 aug 2020. A proximal needle break below the sheath extender penetrating through the sheath was observed. There sheath was observed to be kinked at various points along it¿s length. The device was returned in a poor state with the needle and stylet wrapped up. In the video attached to the file showing the device before shipping to cirl for evaluation there does not seem to be any evidence of the kinks observed along the distal section of the sheath. Clarification was requested as follows; ¿were kinks along the needle present prior to return or as a result of return condition?¿ reply was received as follows; ¿according to (B)(6) there were no any kinks upon opening the packaging, only when the needle was stuck and not able to be retrieved back to the sheath while through the scope, hence they had to slightly pull the needle out- that can be the cause of the kink. The affected needle was returned to the office by me (sales representative) so I doubt its due to result of the return condition (logistics).¿ further clarification was requested as follows; "just so that I am clear below please find a photo (2nd photo) of the kinks along the sheath of the device that anna is referring to. Am I correct in assuming that these kinks were not observed prior to the device being shipped back to cirl?¿ reply was received as follows; ¿when I collected the affected device, it was in a biohazard bag and the kinks were seen not as bad as depicted in the picture below (maybe because they coiled it around). However, I am not sure since I didn¿t take any picture of the affected device when I collected it¿ based on the video sent to cook where no kink is observed towards the distal end of the sheath and the replies received above it can be ascertained that some of the kinks observed during the lab evaluation came about when they had to slightly pull the needle out when it was not able to be retracted into the sheath and the rest were as a result of transport returns. Document review including IFU review prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-c of lot number c1539866 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1539866. The notes section of the instructions for use, ifu0077-4 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device potentially being used in a flexed or twisted position during the procedure as indicated in the additional information or excessive force which can be applied when trying to get the needle out of the scope during advancement potentially causing the needle to break and unable to retract into the sheath. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary complaint is confirmed as the failure was verified in the laboratory and the video shared. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
****This is a follow up report. Lab evaluation was completed on 12-aug-2020. The investigation was the completed on 26-aug-2020 and results and conclusions are outlined in section h of this report*** the needle was working perfectly okay till it was used for the final needling (4 passes were done successfully prior and biopsy attained), in which the needle could not be retracted inside the sheath although the handle was pushed and pulled. There were damage to the eus scope and patient is safe. Did a section of the device remain inside the patient¿s body? ----no did the patient require any additional procedures due to this occurrence?----no if yes, did the product cause or contribute to the need for additional procedures?----no according to the initial reporter, did the patient experience any adverse effects due to this occurrence?----no has the initial reporter stated that the product caused or contributed to the adverse effects?----no for complaints occurring during use (once in contact with endoscope), also ask: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No any kink/bend reported 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Peri pancreatic lymph node, puncture via gastric 3. Please describe the size of the intended target site. Approx 2cm 4. What is the endoscope manufacturer and model number that was used with this device? Olympus linear eus scope 5. Was gaining access to the targeted site difficult? No 6. Was the endoscope in a flexed or twisted position at any time during the procedure? Slightly flexed 7. Was needle penetration of the targeted site difficult? No 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes 9. How many biopsies were obtained with use of this needle? 4 10. Did any section of the device detach inside the patient? No 11. Was the needle fully retracted when the device was removed from the patient? No 12. If not, with the device in question, how was the procedure performed and/or finished? They didn¿t use any other device from cook or other brand to complete the procedure. According to dr chuah, the biopsy yield were suffice and they didn¿t want to trauma the patient further